Manufacturer narrative:
Tandem technical support follow up on (B)(6) 2016: the contact stated a backup pump was used and the customer's blood glucose level were on target. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no reported impact to the customer's blood glucose level at the time of the reported event.